Event description:
A us dist returned charger/modem sn (B)(4) indicating that it was resetting.

Manufacturer narrative:
H3 device eval summary: device eval of charger/modem sn (B)(4)has been completed. The reported problem (charger resets) was confirmed. As rec'd, the charger/modem was resetting. Upon eval, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective charger/modem.